Event description:
Synergy china registry. It was reported that the patient experienced stable angina pectoris. In (B)(6) 2022, the subject presented with stable angina and referred for cardiac catheterization. The target lesion was located in the first diagonal artery with 90% stenosis and was 17 mm long with a reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilation and placement of a 2.50 mm x 20 mm synergy stent system. Following post-dilation, the residual stenosis was 0%. Ten days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with stable angina pectoris and was hospitalized for further treatment. Medication was given to treat the event. Two days later, the event was considered to be recovered/resolved and the subject was discharged on clopidogrel.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).